Event description:
Caller reported a malfunction on pump. There was no adverse impact to customer's blood glucose level. Caller was advised by technical support to return the problematic pump to tandem for replacement; the caller understood instructions to put pump into storage mode before returning and acknowledged steps to follow after receiving replacement pump. Customer indicated no backup therapy was currently available and planned to consult with healthcare provider. A replacement pump with updated software was sent without requirement for signature upon delivery.